Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of (B)(4) magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested, but none has been received. This is the first of four reports from this facility. (B)(4).

Manufacturer narrative:
The final customer lot was identified. One component knife lot was used to make up the customer's identified lot. A review of the related device history records (DHR) has been performed and no anomalies were found. The product was released based on the manufacturer's acceptance criteria. No additional investigation is required based on device history record review. A complaint history examination revealed that this is the fifth complaint for the reported lot number and the fifth for the reported issue. Because no sample was returned and the device history record review of the provided lot number indicates that the product was released according to the manufacturer's acceptance criteria, the root cause for the defect experienced by the customer cannot be determined. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that dull knives were experienced. Procedure and patient involvement information is unknown. Additional information has been requested.